Manufacturer narrative:
A representative has been on site working on troubleshooting the issue with many site visits. The details of the site visits are below. The issue has not yet been resolved. When reconnecting umbilical to measure j7 and turn on the machine, I noticed the pfc1000board fan was not spinning. The led's from the motor battery charger were blinking and the nodes where making a "slurping" sound. After measuring the connections, it was determined that the motor battery charger was not giving any output voltages. Motor battery charger ordered and brought to sit. After replacement the issue remained the same. We saw in the manual that whenever the pfc1000 has some voltages on j1 and j2 below 400vdc it should be replaced. After measuring we saw that it was giving out 380 vdc. Ordered pfc1000 board and drove to cmill for pickup. Once back on site we replaced the pfc1000 board and the system was back to it's original error were all is working except for the driving. Further troubleshooting with a k11 will happen on (B)(6) 2019. After replacement of charger board 1 we successfully connected j7. However, all other functions were not working when booting up the system. After replacing the charger board 1 we successfully connected j7 and turned on the machine. The motion and generator are displaying white bars on the pendant. It is not completing its boot up cycle. After a bit of troubleshooting we saw that the f3 fuse was blown. After replacement of the f3 fuse it blew again. At this point we dived into the schematics to see where it could possible come from. Measured that all relays were ok, the motion controllers all booted up to run level=8 and received 96 volts. We could not see any lights on the system interface board. System was not able to boot and in the evening we looked over schematics to see possibilities why the f3 fuse keeps blowing. Some battery cables on the j7 connector were not giving any voltage reading anymore even though the batteries were 27vdc. The pins on j7 battery side gave 0 vdc. Therefore we replaced the j7 charger and battery connectors. After reconnecting everything and measuring j7 we noticed that charger board 1 also had a defective node so a pair of batteries was not charging. Charger board 1 has been ordered. When measuring j7 we noticed that charger board 1 was giving 0 vdc to 1 pair of batteries. After putting diode d3 into the correct direction the system booted up into 2d mode. Movements on all axes were working, 2d and 3d was possible. However no driving possible on the machine. Further troubleshooting pointed towards the k10 relay/motion control board. These parts have been ordered. After troubleshooting we noticed that diode d3 on the j8 connector fell out during the j7 replacement. After putting it back the machine fully booted into 2d. All movements are possible except for driving the machine. There is no response from the drive handle and the motion control board seems to have no voltages. Troubleshooting makes us think that the k10 is defective since there is voltage before the f3 fuse but no voltage towards the motion control board. Next to that we hear the k10 relay clicking when we probe the f3 fuse with the fluke dvm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x-ray battery indicator starts at 8 bars and drops fast (1-2 minutes) to 0 bars when the umbilical was disconnected. Battery pair 9-10 and 10-11 shows 0.2 v. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Troubleshooting pointed towards the brakes of the drive motors since the f3 fuse stops blowing up when j7 from the motion control board is disconnected. Therefore there is no power applied onto the brakes. No parts were replaced at this time. Another system checkout was completed and the old drive motors were removed. New drive motors were placed. When turning on the machine with j7 on motion control board connected and pressing the drive handle the fuse f3 still blows. The issue was not related to the brakes of the drive motors. However when disconnecting the brake power the issue is not happening anymore. At the next system checkout the j7 battery cable chain was replaced. The j7 charger cable chain was replaced. The system functions were checked. D3 was shorted out and this caused the f3 fuse to blow. Drive functionality is now restored and the machine is working as intended again. The green led was returned for analysis. It was confirmed that the led does not light. An electrical failure was confirmed. Applicable codes: fdr: 120, fdc: 4307 the battery monitor was returned for analysis. No failure was found with this part. Fdr: applicable codes: fdr: 213, fdc: 67 the battery charger was returned for analysis. An electrical failure was confirmed. Applicable codes: fdr: 120, fdc: 4307 the relay was returned for analysis. No failure was found. Applicable codes: fdr: 213, fdc: 67 the motion control pcb was returned for analysis. An electrical failure was confirmed. Applicable codes: fdr: 120, fdc: 4307 the pfc board was returned for analysis. Physical damage was confirmed. Applicable codes: fdr: 180, fdc: 4307 another relay was returned for analysis. No failure was found. Applicable codes: fdr: 213, fdc: 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the left and right drive motors were returned for analysis. No failures were found. Fdm 10, fdr 213, fdc 67 apply to these analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.